Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results from six different pt samples that were generated by the synchron lx I 725 instrument. The initial accu tni results were: 0.67 ng/ml, 5.77 ng/ml, 4.30 ng/ml, 0.74ng/ml, 5.04 ng/ml and 5.28ng/ml for pts a to f respectively. It is unclear if the accu tni results were reported out of the lab. The original samples were retested and the repeated accu tni results were 0.02ng/ml, 0.02ng/ml, 0.03ng/ml, 0.03ng/ml, 0.54ng/ml and 0.05ng/ml for pts a to f respectively. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.

Manufacturer narrative:
The specimens were collected in lithium heparin tubes. System check performed01/17/07, passed. Qc was out of range after the erroneous results were obtained and customer called into customer technical service (cts). A field service engineer (fse) was dispatched to the customer's lab in 2007: the fse inspected the instrument and discovered aspirate tubing rubbing on the gantry motor and upon further inspection a hole in the tubing was found. The fse adjusted the transducer voltage. The fse verified the instrument per established procedures. Qc was conducted after service completion and results passed within specs. Hardware issue addressed by the fse may have contributed to this event. However, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.